Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: saxena, a. (1995) "surgery for chronic achilles tendon problems", the journal of foot and ankle surgery, vol. 34 (3), pages 294-300 (USA). This study emphasizes on: to present a surgical technique and postoperative protocols for peritendonosis, tendonosis, and tendocalcinosis/tenodesis. The patients evaluated on course of this study: a total of 19 patients (16 male and 3 female) with an average age of 46.5 years, underwent 21 procedures for achilles tendon and related pathologies. Of these, only 12 patients had treatment for tendocalcinosis, and 9 patients' procedures necessitated tenodesis. Surgery was performed using mitek gii quick anchors to aid tenodesis. Complications mentioned in the article were: a (B)(6) old male patient redeveloped retrocalcaneal bursitis 1 year later. Recommendation was made for excision of the posterior/superior calcaneal prominence and bursa. A (B)(6) old male patient had an irritation from a knot of braided polyester suture. A (B)(6) old female patient had superficial wound infection that led to a hypertrophic scar.